Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the ch-tube was clogged with foreign materials. In addition, dirty plastic distal end cover, angle wire wear/tear, and dirty light guide were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported glubran on the distal end, lens, and biopsy channel of the evis exera iii gastrointestinal videoscope. The event was noticed after an esophagogastroduodenoscopy procedure and injection of biodegradable synthetic glue on a bleeding varice of the gastric fundus. The operation was concluded with the same device and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following scenario likely caused the event: ·injected medical glue via the endo therapy accessories during the procedure. ·due to mishandling of the accessories, medical glue adhered to the distal end while withdrawing the accessories. ·medical glue adhered in the air/water nozzle and remained. The root cause of why the foreign material remained could not be determined. The following is included in the instructions for use (IFU) and may have helped detect or prevent the foreign material clogging the air/water nozzle: "withdrawing the instrument from the endoscope warning do not withdraw the instrument from the endoscope quickly. This could scatter blood, mucus, or other patient debris and pose an infection control risk. Caution ¿ do not withdraw the instrument from the endoscope while the needle is extended. This could damage the endoscope or instrument. ¿ if resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope" "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids." Olympus will continue to monitor field performance for this device.